Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead exhibited unstable thresholds and intermittent loss of capture, which evolved into high thresholds and loss of capture at high outputs. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.